Event description:
It was reported that during preparation, the copilot was attempted to be connected to a three-way stopcock; however it could not completely connect. A new copilot was used to complete the procedure. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that the devices were not properly aligned and/or not fully connected/tightened while attempting to connect, and/or the port of the three-way stopcock being connected was compromised thus resulting in the reported loose/intermittent connection; however this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported loose/intermittent connection. There is no indication of a product quality issue with respect to manufacture, design or labeling.